Event description:
The small 9mm insert would not snap into the small two universal baseplate. No sales reps were present. Please analyze dimension and locking mechanism. There was no adverse consequence for the pt or delay in surgery or anesthesia time.